Manufacturer narrative:
Unknown symbotex mesh (lot# unknown).

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incarcerated incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, and seroma. Post-operative patient treatment included hernia repair with sutures.